Event description:
Patient called patient services on (B)(6) 2011 and stated that she had to have her implant replaced due to location of implant. Device slid down patient's armpit and pulled lead wires out. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).